Event description:
Information was received from a patient representative (caller) and patient regarding a patient who was receiving dilaudid and an unknown drug via an implantable pump for spinal pain indications. It was reported that since implant the pump had been flipping and that the patient had not been getting any pain relief since implant. The caller stated that the patient would wake up in the morning and the pump would be sticking out sideways and the patient would just "put it back". The caller stated that the doctor told the patient to stop flipping the pump/stop playing with the pump. The caller stated instead of looking at the catheter, they met with a manufacturer representative about 2 months ago at the clinic who informed the patient that they would need to have a catheter dye study. The patient also said they have not been able to get any pain relief for "months". The patient stated they have had many falls. The caller stated they met with a surgeon who told them if they can prove the pump/catheter is not working they will do a catheter or p ump revision depending on what they could prove.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.